Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose in the 300-400 mg/dl range due to the infusion set, and normal blood glucose is 160 mg/dl. Pt treated hyperglycemia by changing the infusion headset and bolusing through the infusion device, and this would temporarily decrease blood glucose. There were no issues with the preparation of the infusion set, but sometimes the headset did not insert smoothly. One infusion site leaked insulin. Pt did not notice any bent or kinked infusion cannulas. There were no issues removing the headsets, and the headsets were inserted manually. Pt noticed the issue immediately or up to 1 day after the headset was inserted. This first occurred in (B)(6) 2010, when pt first used the product, and it was an ongoing concern. No product is available to return for eval. The pt did not require treatment from a health care professional or second party to address the issue.